Event description:
The reporter is experiencing issues with her nursing pads that were purchased from a (B)(6). She noticed the pads are leaving cotton residue around her nipple after use. Also when removing the pad from her breast, the adhering glue remains on her skin. She is worried that her child will ingest these materials while feeding. When removing the pad from its individual packaging it occasionally tears along the lining of the pad.